Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip cable was broken at the distal clevis hub. The cable segment was observed to be sticking out at the wrist of the instrument. The distal clevis hub did not exhibit any wear. The other cables at the wrist of the instrument was undamaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, surgeon was suturing and grasping the megasuturecut needle driver instrument and it snapped. There was no patient harm, adverse outcome or injury reported.